Manufacturer narrative:
Citation: nordmeyer j et al. Acute and midterm outcomes of the post-approval melody registry: a multicentre registry of transcatheter pulmonary valve implantation. Eur heart j. 2019 jul 14;40(27):2255-2264. Doi: 10.1093/eurheartj/ehz201. Epub 2019 apr 21. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes after transcatheter pulmonary valve implantation (tpvi) using the melody valve in patients with congenital heart disease. All data were retrospectively collected from 42 centers between december 2006 and september 2013. The study population included 845 patients and was predominantly male with a mean age of 21 years and a mean weight of 59 kg. All were implanted with medtronic melody transcatheter pulmonary valves. No serial numbers were provided. Among all patients, 13 deaths were reported. The causes of death were due to tpvi endocarditis (9), coronary artery compression (3), and bleeding after conduit rupture (1). Based on the available information, medtronic product was associated with these deaths. Among all patients, adverse events included: reoperation and valve explantation due to endocarditis, stenosis, stent fractures, or chronic pericardial effusion; balloon dilation of the melody valve or valve-in-valve reintervention due to pulmonary restenosis, stent fractures, or endocarditis; coronary artery compression that required surgical treatment; bleeding due to conduit rupture that required interventional treatment; bleeding due to pulmonary artery injury that required interventional or surgical treatment; valve dislodgement; obstruction of pulmonary artery branches that required interventional treatment; arrhythmia; dislocation of pacemaker/implantable cardioverter defibrillator leads; injury of a right ventricular papillary muscle; pulmonary embolism; pulmonary edema; balloon rupture that required interventional treatment; and vascular access complications that required interventional or surgical treatment. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.